Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician was about to start the intervention and he observed that the occlusion balloon had deflated unexpectedly. The patient is reported to be fine.